Event description:
It was reported that the device exhibited an issue for ¿cassette incorrectly positioned¿. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review confirmed many ¿high alarm displayed: cassette not attached properly¿ error messages occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.